Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut down to the block, and it was not returned for analysis. The pump passed leak testing; however, it did not pass activation tests. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the middle; despite this, both of them passed leak testing. Based on the information available and analysis results, the pump not passing activation tests could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The cylinders and pump were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The cylinders and pump were explanted and replaced. No patient complications were reported.